Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change to a 23-inch, 6 mm infusion set, with the highest blood glucose of 334 mg/dl lasting about three hours; the user used backup therapy and did not seek medical care. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary disruption of glycemic control without hospitalization or medical intervention. Investigation included troubleshooting and education provided by support, and coordination with clinical teams regarding interim infusion set availability and dosing with backup therapy. Investigation of this case revealed the root cause of the reported hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.